Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported intracapsular rupture of the left device with moderate collapse and retraction.¿ seen at MRI and at explantation surgery. The device has been explanted and replaced.

Event description:
Healthcare professional reported "intracapsular rupture of the left device with moderate collapse and retraction.¿ the device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: crease is observed. Brown particles were observed on the shell. No further actions are required as the device was implanted.